Event description:
Pt developed hard painful nodules in area of previous injection around eyes. Needed multiple injections, antibiotics, and surgical excision of lumps. Diagnosis for use: volume loss.